Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Information from field indicated that amplatzer cribriform occluder was chosen for a pfo (patent foramen ovale) closure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "contraindications: treatment of patients with patent foramen ovale (pfo) defects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for a patent foramen ovale (pfo) closure using a 9f amplatzer trevisio delivery system. During procedure, the intended release steps were complied as prescribed, but during release the device did not release in a standard shape way. The left disc opened as bulbous/convex and not flat as usual and same defect was found in the right one too. The physician decided to withdraw the device and the deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 25mm amplatzer multi-fenestrated septal occluder - cribriform was implanted successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.